Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not form correctly. The clips were removed and an alternate device was used to ligate the vessels. No patient consequence reported.

Manufacturer narrative:
Information antcipated, but unavailable at this time. Serial#=na.